Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of particulate matter (pm). Per the complaint information, the patient stated that the cassette had a "little black hard thing embedded in tubing and it looked like the tubing was cracked." The set was not returned for complaint investigation therefore, the complaint cannot be confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. There was not enough data within the complaint information to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Product surveillance spoke with the home patient (hp) regarding the reported problem. The hp stated that the cassette had a "little black hard thing embedded in tubing and it looked like the tubing was cracked". The hp said that the object was noticed before use. The hp said that she discarded the cassette . There was not injury or medical intervention as a result of this incident.